Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box found records of the reported software related call service alarm. The pump powered on with the appropriate audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump casing was opened and moisture corrosion was evident on the printed circuit board. The reported call service alarm was verified in the black box but not duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. Reportedly, the pump gave multiple call service 088 alarms in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.